Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported, on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and a horizontal heart for a mitraclip procedure. Reportedly, the heart was twisted with the transeptal resulting in an aortic hugger due to the patient's anatomy. A mitraclip ntw was attempted to be placed but became entangled in chordae. The clip was unable to be freed and was deployed with chordae and both leaflets. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second mitraclip xt was implanted. The mr grade reduced to 2-3. Per the physician the slda was due to the clip's entanglement in chordae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, a cause for the entrapment of device (clip becoming caught in anatomy) resulting in single leaflet device attachment (slda) cannot be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.